Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an inpatient using an ilet with dexcom g6 experienced hypoglycemia while npo for a planned cardiac procedure, with a reported lowest glucose of 54 mg/dl confirmed by hospital meter and cgm; staff adjusted the dexcom low alert, and the patient received dextrose intravenously followed by orange and cranberry juice, resulting in recovery. Symptoms included shakiness. Outcomes included delay of the planned procedure. Investigation included agent follow-up, review of user statements, and troubleshooting and education that the ilet is not intended for use in a hospital setting; the event duration outside target was about one hour, and no ketone testing or steroid use was reported. Investigation of this case revealed no confirmed device malfunction and an unclear cause, with potential contributing factors including npo status, concurrent hospital testing, and the inpatient setting. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.